Event description:
I had essure implanted on (B)(6) 2010. Since the procedure date, I have had tremendous pain in the coil placement areas when going from a sitting to standing position. Very painful, feels like sharp/stabbing and literally makes me double over in pain. It happens daily. Intense bloating, headache, vision problems that come and go (seeing floating black specks), memory loss, mixing words when I speak, itching like I have a rash but I don't, numbness/loss of feeling in legs, severe pain at time of ovulation and intense pain prior to menstrual cycle.